Event description:
The initial reporter advised shiley that a patient with a bjork-shiley convexo-concave mitral heart valve had their valve replaced due to an alleged outlet strut fracture. According to medical information, subsequently received from the surgeon, the patient "experienced a sudden onset of severe and worsening dyspnea and noted that their mechanical prosthetic valve sounds had ceased." After transferring the patient to the medical intensive care unit, the patient presented in cardiogenic shock in addition to profound pulmonary edema and emergency mitral valve replacement surgery was performed. It was discovered that the minor strut fractured and the disc escaped into the upper abdominal aorta. Following the surgery the patient's chest was left open because of a great deal of cardiac edema. Three days later, a second surgery was performed to close the wound, but "not to interfere with the disk in the distal descending thoracic aorta." The patient survived both surgeries.